Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was obtained: per clarification from sales rep, the sutured wound broke down with minor bleeding noted. Case was managed by re-suturing. Patient was young and healthy. Specific detail for the patient were not available, however, the tissue used for suture was either mucosal layer or muscle/subcutaneous layer). For all layers requiring vicryl 4/0, the surgeon has tried simple and continuous suturing. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What was the date of the procedure? What was the name of the procedure? What tissue was the vicryl plus suture used on? What was the tissue condition, (i.e., normal or thin, calcified, fragile, diseased)? What post op date did the patient present with symptoms? Can you explain what is meant by ¿wound breakdown¿? How much bleeding did the patient experience? What was the date of the second procedure? What was the appearance of the suture during the follow-up procedure? Was the suture found intact and tissue pulled away from suture? What are patients age, gender, weight, prior medical conditions? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent unknown procedure on unknown date and suture was used. The patient experienced wound breakdown at mucosal layer approximately one week post procedure and bleeding. An additional procedure was indicated to re-suture the wound. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Unopened samples of product code (B)(4), lot # le8529 were returned for analysis. The issue sample was not returned for analysis. Thirteen representative samples were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing and damage (torn, punctured). Thirteen packets were opened and during the visual inspection, the sutures were correctly placed on the winding formers, the sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed, the suture not presented defects. A functional test was performed and the tensile strength force was above the minimum requirement. Per the sample condition the assignable cause of the medical - patient related cannot be determined since no defects were observed on the packets or the sutures, the tested sample meet the finished good requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.